Event description:
It was reported that a user experienced difficulty pairing a dexcom continuous glucose monitor (cgm) with the ilet, receiving an incorrect pairing code message while attempting to connect; the user had used the wrong sensor pairing code. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical treatment. User support included remote troubleshooting and education to confirm the correct dexcom sensor code and instruction to restart the sensor and allow time for connection. Investigation of this case revealed an initial configuration mismatch between sensor code and the dexcom sensor in use, resulting in a failed pairing attempt and incorrect code prompt, which was addressed by correcting the code. It was concluded, based on similar reports, that user setup error was the likely cause.

Manufacturer narrative:
Initial.